Event description:
In 2007, the distributor reported that during an minimally invasive surgery at levels l5-s1, the screwdriver head broke when tightening one of the screws. The portion of the instrument was removed without incident. The surgery was finished with the other screw driver from the set. There was no report of patient injury or surgical delay.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.